Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and tobacco contamination in the device. The battery needs replacing on the device. The device did not pass testing. The customer does not want any repairs done to the unit and it will be returned unrepaired.